Manufacturer narrative:
The drivelines were replaced, the driver was serviced and passed all final performance testing. The freedom driveline scratches posed a low risk to the patient because, although the freedom drivelines had scratches on them, the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that a patient reported there were scratches on the freedom driver drivelines. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's internal components revealed no abnormalities.

Event description:
The customer reported that a pt reported there were scratches on the freedom driver drivelines. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. The freedom driveline scratches posed a low risk to the pt because, although the freedom drivelines had scratches on them, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.